Manufacturer narrative:
Date of event: unknown, not provided. If explanted, give date: not applicable, as the lens remains implanted.  Device evaluation: the product testing could not be performed as the product was not returned as the lens remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that doctor observed glistening with tecnis monofocal intraocular lens (model za9003 +22.5 diopter) and the lens remains implanted in patient¿s left eye. Additional information was received, and it was learnt that the patient was experiencing loss of vision. The lens was implanted on (B)(6) 2012. Surgeon had reportedly performed yag capsulotomy laser procedure and the implanted lens still looks cloudy. Reportedly there was no contributing medical history with the patient. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).